Event description:
Patient was in the MRI suite receiving an MRI of the head and was being ventilated by a MRI compatible ventilator. After the patient had been in the MRI room for approximately 24 min. The staff entered the MRI room to administer medication to the patient, the ventilator alarm sounded and the staff oberved the screen displaying the ventilator settings go black and then come back on and alarming. The screen read "sustained maxiumum." Patient was immediately removed from the ventilator and an ambu bag was applied to the et tube with 100% 02. Patient subsequently developed pulselessness and CPR was started. Patient was shocked during the code and compressions were continued for about 30 minutes. After patient was shocked pulse was regained. After patient was returned to her room and the code had ended, a cxr was taken which revealed bilateral pneumothorax, which was resolved with chest tubes. The patient continued to deteriorate and died later in the evening. Although it appears the machine malfunctioned, facility unsure if this malfunction contributed to the patient's death, due to the patient suffering from several comorbidities.